Event description:
Allegedly the patient was revised due to mom complications (left). Received additional information: dark ring around neck.

Manufacturer narrative:
This is the same event as 3010536692-2015-01082, -01083.